Manufacturer narrative:
Customer technical support (cts) assisted the customer to inspect the syringe. The syringe was loose and leaking water. Cts assisted the customer to remove the syringe, fill it with water, eliminate the air bubbles at the plunger tip and reinstall the syringe. The customer replaced the syringe assembly and the 30 way valve. No further leaks were detected or reported.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the cartridge chemistry results were suppressed, whereas the modular chemistry results were within limits. The customer also found syringe leak. No injury was reported.